Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra coil 400s (pc400) and a px slim delivery microcatheter (px slim). During the procedure, the physician successfully implanted seven pc400s using the px slim. The physician then experienced resistance while advancing the next pc400 through the px slim. Subsequently, the pc400 unintentionally detached inside of the px slim. Therefore, the px slim containing the detached pc400 was removed. The pc400 was removed from the px slim outside of the patient and the px slim was reinserted into the patient. The procedure was completed using a new pc400 and the same px slim. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.